Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/26/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 165mg/dl, (B)(6) 2015, 12:02:00 pm, fasting: yes; 169mg/dl, (B)(6) 2015, 03:29:00 pm, fasting: yes; 203mg/dl, (B)(6) 2015, 04:12:00 pm, fasting: yes; 151mg/dl, (B)(6) 2015, 12:08:00 pm, fasting: yes; 154mg/dl, (B)(6) 2015, 12:09:00 pm, fasting: yes. Customer became concerned when he received a 70 mg/dl fasting in the morning.